Manufacturer narrative:
P-cap locked in place properly during testing. Device received with constant pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to pump error 37 during rewind.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm but was not able to complete rewind process. Customer stated that insulin pump was exposed to high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.